Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and usb/charging cable no issues were observed. Reader was sufficiently charged.. The reader was de-cased for further inspection and no contamination, corrosion, or damage was observed on the printed circuit board. Power consumption test performed and was within specifications. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated a customer reported a fast-draining battery using the adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer experienced cramps and had a seizure. A blood glucose test was performed, and the customer was provided something to eat by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated a customer reported a fast-draining battery using the adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer experienced cramps and had a seizure. A blood glucose test was performed, and the customer was provided something to eat by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated a customer reported a fast-draining battery using the adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer experienced cramps and had a seizure. A blood glucose test was performed, and the customer was provided something to eat by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.